Event description:
Additional information found the patient's ipg was explanted and replaced on (B)(6) 2021 to resolve the issue. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg has been inoperable for three years. The patient reported being in a car accident previously. Surgical intervention may be undertaken to address the issue.